Event description:
It was reported that the patient presented in the clinic on (B)(6) 2022 for device check post atrioventricular (av) node ablation performed in early (B)(6). Device interrogation revealed, the right ventricular (rv) lead exhibited high pacing impedance and an increase in capture thresholds. The patient is pacing dependent, the device was programmed. The patient was in stable condition.

Event description:
New information received notes the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.